Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8043025. Our records show that this is the first instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: the retain samples of the same batch passed the leakage test, and the incoming inspection of pinch clamp for issued batch has no abnormality. It was found that there was a risk of leakage of the tube when the tube was not in the center of the clamp. Root cause description : the rood cause cannot be found. Rationale: bd will continue to monitor this issue.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the clamp could not be closed and the indwelling needle was immediately removed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found clamp couldn't be closed, then remove the product.